Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip was received contained in the decontamination pouch. Visual inspection was performed. The stent component was detached from the delivery system. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The delivery wire underwent dimensional analysis, and all measurements were found to be within specifications, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The issue reported in the complaint regarding the stent being prematurely detached was confirmed since the stent was noted as already separated from the delivery system. Based on this detached condition, the issue regarding a stent being impeded in the proximal end of the concomitant microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot: 9833616. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4), the purpose of this MDR submission is to report that the product analysis lab received the complaint device on 03-dec-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo included in the complaint shows a detached stent component fully expanded. The rest of the device or the microcatheter is not captured in the photo, no additional damage was observed. The issue documented in the complaint regarding the stent being impeded in proximal of microcatheter cannot be evaluated based on the photo provided. However, the issue reported regarding the stent being separated prematurely from the delivery wire was confirmed based on the detached condition noted on the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9833616. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure targeting the middle cerebral artery (mca), the 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400 / 9833616) was impeded in the proximal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31606050) and could not be advanced further. The physician attempted to retract the stent, but the stent component was found prematurely detached from the delivery wire in the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced both devices to complete the procedure. There was no report of any negative impact on the patient. A photo was included in the complaint; the product analysis team will review the photo. On 17-nov-2025, additional information was received. The information confirmed that the procedure was a stent placement targeting the middle cerebral artery (mca). A continuous flush had been maintained through the microcatheter during the procedure. There was no damage noted on the stent / stent delivery system aside from the reported premature detachment of the stent. The replacement stent was another 4.5mm x 14mm enterprise® vascular reconstruction device no distal tip (enc451400) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and no clinically significant delay in the procedure due to the reported issue.